Event description:
The customer reported an eye splash incident when disposing ion selective electrode (ise) standard serum on an advia 1800 instrument. The customer was not injured. There are no reports of patient intervention or adverse health consequences due to the ise standard serum eye splash incident.

Manufacturer narrative:
The siemens customer care center (ccc) was contacted by the customer. The ccc determined that the customer was given prophylaxis, as a preventative for infection after the ise standard serum eye splash. There is no biological material contained within the ise standard serum, which the customer was not aware of during the event. The cause of the ise standard serum eye splash is unknown. The instrument is performing within specifications. No further evaluation of the device is required.